Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller attempted various troubleshooting steps without success, using different outlets and cables. Finally, technical support decided to replace the pump and instructed the caller to use multiple daily injections as a backup therapy. Caller was guided on how to prepare the pump for return, and confirmed understanding of the return process. The customer reverted to manual injections for insulin therapy.